Event description:
It was reported that a implantable cardioverter defibrillator that had been distributed was found to be in bvvi mode due to transient non-maskable interrupt. The device was returned. There was no patient involvement

Manufacturer narrative:
Analysis was normal. No anomalies were found.